Event description:
It was reported that while treating a 60ml prostate gland, four surgical fibers were used due to activation of the systems fiberlife mode. The case was completed with the fourth fiber. There was no injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Fiber analysis: both fiber caps were found to be detached; the fiber broken proximal to the fiber/cap fusion zone. The metal and glass caps were not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedure factors encountered during the procedure.